Event description:
As reported by the user facility: tubing came apart at the IV pump connection. Chemotherapy infusing at the time tubing came apart. Additional info provided by the facility indicated the set was infusing chemotherapy for about 6 hrs when the nurse noticed wetness on the tubing and dripping from the tubing. A small amount of chemotherapy leaked. When the bag was changed that is when the set disconnected. No one suffered any adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual device was returned to the MFR to be evaluated. The set was disconnected at the solvent bonded connection of the e1108sh tubing into the proximal end connector of the space pump set segment assembly on the set. There was evidence of solvent on the tubing indicating solvent was applied at the joint per specification. The critical dimensions of tubing and the end connector of the space pump set segment assembly were measured and found acceptable. Although no inventory remains of the possible reported lots, the house retains for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported part of the reported lot#. Additional lot#s 61032525, 61016753. Additional exp dates 09/30/2013, 11/30/2013. Additional device MFR dates 12/2008, 10/2008.